Manufacturer narrative:
Upon removal of the stellarex device, embolus and bleeding were noted, thus additional intervention was required. This is being reported as part of the clinical study. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 3.9 mg; therapy date: (B)(6) 2017; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries; lot #: ffx17a05a; expiration date: 01/26/2019; (B)(4). PMA number is not applicable. The device has a ce mark that was used in an investigational application. / combination product is applicable. The device was not returned, thus no product evaluation was performed. Per the IFU, embolism and bleeding are listed as a potential complications/adverse events.

Event description:
On (B)(6) 2017, the patient underwent an index procedure of a 290 mm, 90% stenotic de novo lesion of the left proximal, mid and distal sfa. The lesion was predilated using a 4 x 150 mm balloon and inflated to 20 atm, resulting in a residual 50% stenosis. Next, a 5 x 120 mm stellarex balloon was inflated to 16 atm for 3 minutes, resulting in a residual 0% stenosis. Then, a 5 x 120 mm stellarex balloon was inflated to 16 atm for 3 minutes, resulting in a residual 0% stenosis. After, a 5 x 80 mm stellarex balloon was inflated to 18 atm for 3 minutes, resulting in a residual 0% stenosis. Post index procedure, an embolus was noted on the images in the popliteal trifurcation. The clot was successfully retrieved percutaneously with 3 vessel run off. In addition, the patient was bleeding from the groin puncture site, thus 1 suture was applied. The patient was discharged on (B)(6) 2017. The surgeon indicated the incident is highly probably related to the study device and procedure.